Manufacturer narrative:
Implanted (not returned to manufacturer).

Event description:
The tryton side branch stent came off of the balloon catheter while attempting to remove from the patient through guide catheter. The physician did experience resistance when trying to cross the lesion prior to pulling the tryton back towards the guide. Attempt to cross the lesion was unsuccessful and upon removal of stent delivery system, it was noted that the stent was no longer on the balloon. Stent was visualized under flouro in circumflex artery. Vessel was rewired and a des was advanced to site of the tryton stent, inflated thus crushing the tryton stent into the vessel wall. No adverse patient event took place and case was completed successfully once tryton stent was crushed. Other details: a guideliner was not used in this procedure. The target vessel was circumflex, om bifurcation. This was the physician's 7th tryton case. Degree of calcification: high. Was the device used for a chronic total occlusion (total occlusion > 3 months)? No.